Event description:
It was reported that the patient had his pump and catheter removed due to infection on (B)(6) 2011. The patient will be reimplanted at a later date.

Event description:
Additional information: it was reported that the infection was at the location of the distal (spinal) catheter site. The patient experienced fever and drainage. The outcome was noted as recovered without sequelae. The drug in the pump was lioresal.